Event description:
A distributor complaint was reported where a pump failed to detect the cartridge. There was no reported impact on the customer's blood glucose level. No additional information regarding the customer's outcome or actions taken was available.